Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device disarmed the charge while charging defibrillation energy. There was no patient use associated with the reported event.